Event description:
An attempt was made to deliver a 3.0mm diameter x 30mm length endeavor rx drug-eluting coronary stent to the target lesion in the rca #1 distal. The lesion, which was described as excessively tortuous, severely calcified, and exhibiting 75% stenosis, was pre-dilated; however, the possibility exits that the pre-dilatation activity may not have been sufficient enough to successfully open up the lesion to allow the relevant device to cross. It is reported that as the endeavor rx was stuck around proximal side of rca #1 and unable to push forward or pull back, the physician determined to pull the stent delivery system back using force although he recognized there was a probability of stent dislodgement. As a result, the relevant endeavor rx drug-eluting coronary stent dislodged in body as expected. The stent was retrieved by using a snare catheter. It is reported that, subsequently, two driver rx coronary stents were successfully implanted indicating that the attempted deployment of the endeavor rx drug-eluting stent may have further opened the lesion to facilitate the successful deployment of the driver rx coronary stents. The physician commented that this event was not caused by the device as the lesion was severely calcified and excessively tortuous. No abnormality was noted at inspection prior to use. The pt is reported to be fine and no other sequelae were reported. Mfg controls are in place to ensure that the device met spec requirements prior to release from the mfg facility. Based on the info available, it appears most likely that the target lesion morphology inhibited the deployment of the stent and the force used to withdraw the device facilitated the stent to dislodge. The device has not been identified as the root cause of the event. The root cause of the event is most likely pt lesion morphology coupled with force used.

Manufacturer narrative:
Eval codes, results/conclusion: (lesion excessively tortuous, severely calcified with 75% stenosis), (forces used to removed the device), (stent dislodgement).